Event description:
On (B)(6) 2012, it was reported that a patient had high lead impedance. On (B)(6) 2012, it was reported that the patient underwent lead revision due to high impedance and generator revision for prophylactic reasons, respectively. Attempts for product return and additional information have been unsuccessful.

Event description:
A battery life calculation was performed on (B)(4) 2012 with results of 1.46 years to eri=yes. The explanted lead and generator were returned on (B)(4) 2012. Product analysis for the explanted generator was approved on 10/04/2012. The generator performed according to functional specifications. During the product analysis, there were no anomalies found with the pulse generator. Product analysis for the lead was approved on 10/10/2012. An analysis was performed on the returned lead portions and the reported allegations of; "explanted / due to lead break / high impedance" were confirmed. Note that the positive and negative electrodes were not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned portion, quadfilar coil 1 appeared to be broken in the area of the abraded openings found on the outer and inner silicone tubes. Scanning electron microscopy was performed and identified the area as having extensive pitting with mechanical damage which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of (B)(4). Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings found on the outer and inner silicone tubes, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the product analysis lab, there is evidence to suggest a discontinuity in the returned portions of the device which may have contributed to the stated allegations of high impedance. Attempts for additional information have been unsuccessful as the physician's office was unable to provide additional information.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a serious injury or death.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.